Event description:
It was reported that "with little time put on the patient, the patient's blood pressuere curve is easily lost and cannot be recorded by the monitor." The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer report of a faulty arterial catheter was not able to be confirmed by complaint investigation of the returned sample. The customer returned one representative unopened arterial kit for analysis. The kit was opened to further inspect its contents. Visual inspection of the returned catheter did not reveal any defects or anomalies. The total length of the catheter body measured 83 mm via calibrated ruler, which is within the specifications of 82-86 mm per catheter graphic. The outer diameter (od) of the catheter body measured 1.28 mm (via calibrated caliper, which is within the specifications of 1.24-1.30mm mm per catheter graphic. The catheter was functionally tested per the instructions for use (IFU) provided with this kit: "thread tip of catheter over guidewire." A lab inventory guide wire was threaded completely through the catheter with no resistance. The catheter was flushed with a lab inventory syringe and no blockages or leaks were detected. Additionally, the IFU provided with this kit warns the user, "care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities." A device history record review was performed, and no relevant findings were identified. Based on these circumstances, no issues were found on the returned arterial catheter, and the probable root cause could not be determined without the actual sample returned for evaluation. Teleflex will continue to monitor and trend for co mplaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "with little time put on the patient, the patient's blood pressure curve is easily lost and cannot be recorded by the monitor." The patient's condition is reported as fine.